Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information the device was explanted and replaced due to the prosthesis inflated, but one cylinder inflated more than the other. The patient was in a lot of pain.

Manufacturer narrative:
The device was not returned for evaluation. However, because examination of the returned components may not conclusively confirm or disprove the report of incorrect sizing, quality accepts the physician¿s observations of such as the reason for surgical intervention. Per the instructions for use (IFU), any surgeon implanting the prosthesis should be familiar with the currently available techniques for measuring the patient, determining the implant size, and performing surgery. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Event description:
According to additional information received, the patient underwent surgery on (B)(6) 2025, with the implantation of a 22 cm titan. Subsequently, during the month on (B)(6) 2025, he reported persistent gluteal pain, discomfort in the glans, and clinical evidence of permanent angulation of the left cylinder, even after activation of the device, accompanied by an 11 mm difference in distal length between the two cylinders. Based on the clinical findings and symptoms, priority revision surgery was scheduled, considering the possibility of a defect in the alignment or mechanical performance of the device. During the surgical revision, no defects were observed in the cylinders, valves, or connections. The clinical problem originated from the unbalanced length of the cylinders within the corpus cavernosum, attributable to a disproportion in the rte initially used [incorrectly sized]. For this reason, the length of the posterior extenders (rte) was reduced and the positioning of the cylinders was adjusted by slightly changing the depth of insertion. The only component exchanged was the assembly kit, which includes new connectors, tubes, and extenders, which were used to achieve a more precise fit, thus correcting the length difference and eliminating the angulation of the left cylinder.